Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed but the data provided was too old, so the analysis could not be performed at the moment. It is expected that the sales representative involved in the event sends newer data to be analyzed. The plan is to replaced the device but no information has been received regarding the exact date for this procedure. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed but the data provided was too old, so the analysis could not be performed at the moment. It is expected that the sales representative involved in the event sends newer data to be analyzed. The plan is to replaced the device but no information has been received regarding the exact date for this procedure. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed but the data provided was too old, so the analysis could not be performed at the moment. It is expected that the sales representative involved in the event sends newer data to be analyzed. The plan is to replaced the device but no information has been received regarding the exact date for this procedure. No adverse patient effects were reported. The device remains in service. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. The explanting hospital kept the product.

Manufacturer narrative:
At this time, there is no information regarding product return. If the product is returned, analysis will be performed and this report will be updated at that time.